Manufacturer narrative:
The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address hip pain and osteolysis.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1093470 and z1ve11000. A search of the complaint database finds additional reported incidents against lot code 1906180 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup, fracture (component), metal wear, metallosis and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.